Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine failed returned instrument test and evaluation (rite) testing due to rite - ground bond failed performance spec: measured 0.130 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.130 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). The device was evaluated in the product analysis lab (pal). The continuity was checked between power entry module (pem) ground and door post, resistance was 0.009 ohms. Checked wiring and connections for intermittence, resistance was 0.009 ohms and stable; no intermittent connections or wiring could be duplicated between pem and door post. The assignable cause for rite electrical failed ground bond test was undetermined. Pal did not confirm or duplicate any failure or malfunction which could cause the rite ground bond failure. Device was sent to servicing.